Manufacturer narrative:
(B)(4). The customer returned an opened cs-27702-e kit with multiple components. The spring-wire guide (swg) will be used for this investigation. Visual examination of the swg revealed the distal end contained an l-shaped bend and the j-bend tip was deformed. The distal welds were intact, full, and spherical. No other anomalies were observed. The l-shaped bend was located approximately 30-43 mm from the distal tip. The overall length and outer diameter of the guide wire were measured and were found to be within the specification. The undamaged proximal end of the guide wire was advanced through the returned catheter, ars, and an introducer needle to functionally test the guide wire. The guide wire passed through all components with minimum resistance. A manual tug test confirmed that both the distal and proximal welds were intact. A device history record review was performed and no relevant manufacturing issues were identified. The instructions-for-use provided with the kit describes suggested techniques to minimize the likelihood of guide wire damage during use. It states that if resistance is encountered when attempting to remove the guide wire after catheter placement, the guide wire may be kinked about the tip of the catheter within the vessel. In this case it is recommended to withdraw the catheter relative to the guide wire about 2-3 cm and then attempt to remove the guide wire. The instructions caution that withdrawing the guide wire against the needle bevel or use of excessive force during removal could damage or break the wire. The report that the guide wire kinked during use was confirmed through examination of the returned sample. The guide wire was bent on the distal end. The returned guide wire met all relevant dimensional and functional requirements, and a device history record review did not identify any manufacturing related issues. Based on the condition of the guide wire, unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports that the swg (spring wire guide) was kinked during the puncture.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports that the swg (spring wire guide) was kinked during the puncture.